Manufacturer narrative:
Film evaluation results are: a review of CT's and 3d film report from 9 years post-implant revealed that an aneurx <(>&<)> talent stent graft system was implanted into the patient. The aneurx bifurcate was positioned ~ 3 ¿ 4cm below the renal arteries, and multiple aortic cuffs (aneurx and talent) were implanted within the bifurcate to within 1 ¿ 2cm of the renal arteries. The proximal neck was severely angulated. The bifurcate aortic body and cuffs were angulated ~90deg a-p relative to the iliac limbs, and 60 deg p-a <(>&<)> 70 l-r to the suprarenal aorta. The proximal neck diameter was 29 x 35mm, 10mm in length, and measured 31 x 34mm in diameter distally. The aneurx ipsi limb and extension were positioned down into the distal right common iliac artery, and the contra limb and extension were within the distal left common iliac. The max diameter aaa measured 10.4 cm x 8.5cm. Contrast was seen within the proximal neck from a likely proximal type I endoleak. Both limbs were patent and no other stent graft issues were observed. Several still angio images during an intervention revealed that one or more endurant cuffs were implanted to just below the renal arteries. A possible proximal type I endoleak was seen in one of the images, followed by implant of an additional cuff. The poor quality of the films did not allow a complete assessment of the intervention or visualization of the aptus endoanchors. Final angio showed likely resolution of the endoleak. The exact cause of the proximal type I endoleaks seen at follow-up and during the intervention could not be determined from the images provided. Pre-implant films and earlier post-implant films during the aneurx bifurcate and talent cuff implant duration were not available for review and comparison, and the original implanted location of these devices is unknown. However, it appears likely that disease progression with neck dilatation and angulation likely contributed to these events. Implanting the endurant cuffs within the severely angulated neck also may have contributed to the type I endoleaks seen during the recent intervention.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The physician noted that there was a type I endoleak from the CT. The aneurysm is currently 10 cm in diameter. The physician implanted an endurant 36x70 aortic cuff; however, a small proximal type I endoleak was present. An endurant 36x49 aortic cuff was implanted proximally and the type I endoleak was resolved. The physician elected to prophylactically implant aptus endoanchors. The endoleak resolved. The physician stated that the cause of the event is due to progressive disease, as proximal extension was done with a larger in diameter aortic cuff. No additional clinical sequelae were reported and the patient is fine.